Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box and alarm history showed no evidence of any 02 or 03 alarms. The pump powered up normally. An ¿ez-prime¿ sequence and 24 hour duration test were successfully completed with no alarms duplicated. No internal moisture was found. No damage to the printed circuit board or internal components was found. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an unrecognized alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.